Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. The device was programmed to deliver 1000ml of lactated ringers solution. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that the bag of IV fluid was empty and that the tubing set distal to the device had "air 10cm before reaching the pt without alarming for air-in-line." The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).